Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, several episodes of automatic mode switching due to noise were noted. The electrical parameters were in range and no intervention was performed. The patient was stable.